Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some bundles/filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Also, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a surgeon reported a pulley detachment in the instrument jaws at the end of the procedure. They did not report any dropped objects on the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the surgery was ending when the issue occurred. The customer inspected the instrument before use with no issues. There was no arcing, thermal damage and no fragments fell into the patient. There was no instrument collision.